Event description:
Graft block implant cracked intraoperatively.

Manufacturer narrative:
During acl reconstruction surgery, the cross-pin was over inserted due to use of a mallet. This caused the graft block implant to crack. The fractured implant was removed, and replaced, and the surgery was completed successfully. Although no pt injury was reported, a review of complaint files indicates that a low probability for pt injury existed. An MDR is being submitted at this time to ensure full compliance with applicable regulations.